Event description:
It was reported that the pt received a metasul head size 28 and a winterthur hip generic on (B)(6) 1993. After 21 years in vivo, the pt underwent revision surgery on (B)(6) 2014 to replace the implants due to osteolysis. According to the reporter, which was the same surgeon that performed the revision surgery, that this report is not a complaint since a revision surgery after 21 years is expected. Dr (B)(6) only needs the products to be investigated for scientific investigation purposes.

Manufacturer narrative:
At the time of this report, the products have not been received to be able to conduct the investigation info requested by the operating surgeon. As soon as the products are received and investigated and the result of the investigation has been made available, an updated report will be submitted. (B)(4).